Event description:
Through journal article titled "breast implant-associated anaplastic large cell lymphoma as a late complication of breast implant placement: a report of three polish cases", healthcare professional reports patient 3 was diagnosed with bia-alcl in relation to a textured, silicone allergan implant. Patient presented with left breast edema. The patient underwent ultrasound, fine needle aspiration and pet-CT evaluations which identified a seroma. Immunohistochemistry was reported as " cd30+, ki67+" and ann arbor (lugano) staging was reported as ie. Histopathological marker cd30+ has been received. Pathological marker alk- has not been received. The implant was removed with en-bloc capsulectomy. The patient is reported to now be in general good condition. This relates to the left side.

Manufacturer narrative:
Continued h.6. Health effect impact code: f2203, f2201. Article citation: czernikiewicz, k., mazurkiewicz, l., joks, m., balcerzak, a., joks, m., & rupa-matysek, j. (2023). Breast implant-associated anaplastic large cell lymphoma as a late complication of breast implant placement: a report of three polish cases. Polskie archiwum medycyny wewnetrznej-polish archives of internal medicine. Https://doi.org/10.20452/pamw.16531. The events of seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and bia-alcl.